Manufacturer narrative:
Unable to perform retain testing since product expired on 15sep2015. Complaint was reported on (B)(6) 2015. Ocd performed batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Ocd representative contacted cts to report potential missed anti-e at customer's facility when testing a single patient sample on a 0.8% resolve panel a lot, then followed up with 0.8% resolve panel b lot vrb209 exp: 09/15/2015 with mts anti- igg gel cards; both with (B)(6) results. Customer reports (B)(4) facility interpreted anti-e when testing with the peg enhancement. Customer initially tested with 0.8% surgicreen screening cells on same mts anti-igg gel cards with a (B)(6) 1+ reaction on cell # 2. Customer reports no biased results reported since it was confirmed at (B)(4) facility and no transfusion given to patient. Customer reports quality control not affected. (B)(4) facility reports dat (B)(6), method, lot numbers, products not provided. Customer reports patient had no previous history. Customer states that they are reporting event to health authorities. Customer reports patient was not transfused. Customer assumes all products were stored and inspected as per IFU at time of testing. Cts advised customer investigation will be limited due to expired panels and reagents. Customer understood and intention was too provide information to ocd for awareness.